Manufacturer narrative:
After battery installation, the device powered up with a blank display, problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. Customer stated the contacts on the battery cap was neither missing nor damaged. Customer stated battery compartment was damaged. Customer states the spring was neither damaged nor corroded. Customer reported that the display did not return. Customer reported that the insulin pump not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.